Event description:
In previous report #56898, a second gladius mongo 14 was used to attempt to cross the cto. This wire experienced a broken tip, was retrieved and removed from the patient. This is additional information received today and unknown in previous report. Patient stable and recovered according to normal protocol.